Event description:
It was reported that the communicator power cord and phone cords were burned. The patient reported an electrical storm. The communicator is not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information was received that the allegation against the communicator was confirmed. The communicator experienced an electrical overstress (eos) damage. The communicator's input jack shorted. An unloaded voltage measurement was taken for the returned power adapter that showed the output voltage was out of specifications. The power adapter behavior was consistent with a high-power electrical overstress event. There was measurable evidence of electrical overstress in the communicator modem circuitry. This complaint was over reported as there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. This supplemental report is being filed to correct the b5:describe event or problem, d10:device avail for evaluation, returned to manufacturer date, h3: device evaluation by manufacturer, device not eval by MFR code and h10: additional MFR narrative.

Event description:
It was reported that the communicator power cord and phone cords were burned. The patient reported an electrical storm. The communicator is not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported. It was reported that the communicator, power cord, and phone cords were burned due to an electrical storm. The communicator was not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.